Event description:
The initial reporter stated they received discrepant results for two patient samples tested with glucose hk gen.3 on a cobas pure c 303 analytical unit. The first sample initially resulted in a glucose value of 41.6 mg/dl and it repeated as 156 mg/dl. The second sample initially resulted in a glucose value of 28.3 mg/dl and it repeated as 271 mg/dl.

Manufacturer narrative:
The glucose reagent lot number is 91927601. The reagent expiration date was requested, but not provided. The investigation is ongoing.